Event description:
Pt with a history of tumor underwent a posterior fusion with synthes uss at t10-s1 using two rods. Several days after the posterior fusion was performed, pt underwent an anterior corpectomy at l2-l3 and implanted with a synthes synex ii cage. The pt later experienced non union, cage migration anteriorly, several loose screws, and broken rods. Using a posterior approach, the pt was revised; an unk number of loose screws and the two broken rods were removed. The surgeon replaced the loose screws and revised to 4 rods. When the rods were hooked into the screws, the cage migrated back into the original position and the surgeon was able to gain compression. No anterior revision was required. This is two of four reports for this event.

Manufacturer narrative:
Additional information has been requested. Manufacture date, manufacture site and 510k/PMA number cannot be determined without a part number or lot number. Investigation could not be completed, no conclusion could be drawn as no product was returned and no lot number was provided.